Event description:
Pt provided details regarding 2 gm infusion at md office on (B)(6) 2019, stating that md's nurses administered. They may not have used the flow rate tubing because the syringe kept jumping out of the pump, which they then taped down. Rph stated if that is the cause the medication would have infused incorrectly at the flow rate tubing would not be attached to control the rate. Pt had injection site reaction of redness, burning itch, and pain. Rph recommended longer needle to assist. Reported to (B)(6) by pt/caregiver.